Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgery was delayed for 45 minutes when the glenosphere removal plate broke off.